Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had flipped inside the pocket resulting in discomfort. Surgical intervention was undertaken on (B)(6) 2016 during which the ipg was explanted, replaced and the pocket site was relocated. The physician electively replaced the ipg to take advantage of newer technology.